Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating which caused drawer failures. The customer rebooted the device and attempted to recover; however, the issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a faulty retractor band and unstable cable connection. A field service engineer investigated issues with drawer 4.2 row b and logged into hardware test application (hta), confirming all cubies were detected. Reseated the row cable and replaced the retractor band. Performed hta testing and verified successful operation, with the technician able to access the drawer without issues. The system functioned as intended after the field service engineer repaired the device.